Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The customer confirmed there was no beeping sound coming from the speaker and there was an inoperative message present, but no audio present during this message. The customer tested the unit with an artificial ECG on the monitor. The unit would sometimes work independently during patient transport. The device remains at the customer¿s site. A replacement speaker assembly was ordered, the customer stated they will take responsibility for the repair of the unit.

Manufacturer narrative:
D4: data correction to device identifier.

Event description:
The customer reported the x2 alarm volume is set to five; however, it does not give off an alarm sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A replacement speaker assembly was ordered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. H3 other text : the customer is repairing the device.